Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The third-party engineer replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.

Event description:
It has been reported to philips that the system would not boot past 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) spoke with the customer. The rse worked with customer biomed over the phone to troubleshoot the flexvision pc. The biomed confirmed the pc has power and turns on, but it was not getting any video output. The biomed also confirmed the bios leds are not illuminating indicating bios is failing to boot. A new flexvision pc was ordered for the customer. Once the customer received the new flexvision pc, the biomed replaced it using old hard drives. After the flexvision pc replacement, the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.